Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker.

Event description:
It was reported that there was a crack around the display window of the insulin pump. The customer declined to provide their blood glucose value. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)